Event description:
It is reported that the pt was revised due to the liner loosening. The junction between the implant and the cement mantle disengaged.

Manufacturer narrative:
This report will be amended when our investigation is complete.